Manufacturer narrative:
Citation: yun kl et al. Durability of the hancock mo bioprosthesis compared with standard aortic valve bioprostheses. Annals of thoracic surgery. 1995; 60:s221-s228 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study of the long-term clinical outcomes of patients receiving a bioprosthetic aortic valve, with primary emphasis on structural valve deterioration. All data were collected from multiple centers between 1971 and 1990. The study population included 1602 patients (predominantly male, mean age 60 years), 1213 of which were implanted with medtronic hancock bioprostheses (no serial numbers provided). Among all medtronic hancock patients, 127 deaths occurred and ¿were presumed to be related to valve-related complication¿. Some of the events were attributed to each of the following: structural valve deterioration, non-structural valve deterioration, thromboembolism, anticoagulant-related hemorrhage, and prosthetic valve endocarditis. Based on the available information, medtronic product was directly associated with the deaths. Among all medtronic hancock patients, adverse events included: structural valve deterioration, non-structural valve deterioration, thromboembolism, anticoagulant-related hemorrhage, and prosthetic valve endocarditis. A total of 232 medtronic hancock patients required re-operation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.